Event description:
It was reported that the zimmer air dermatome hose was leaking, it did not have pressure and was not running. No additional clinical follow up was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the device investigation has yet to be completed. Once the investigation has been completed, a follow up medwatch will be submitted.